Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and cardiac tamponade following the implant of a leadless implantable pulse generator (ipg). It was further noted that while repositioning the device, the device was pushed and deployed in the septal area rather close to the hinge. In addition, the delivery catheter had slipped down, near the apex, and the device had also been pushed considerably hard. Several hours later, a cardiac drain procedure was performed, and the patient remained under observation. The ipg remains in use. No further patient complications have been reported as a result of this event.